Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alarm when they reinserted an old battery. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. Customer reported that they were unable to navigate and could not clear the alarm. Customer was advised to observe time clock for one minute, however it was advances. Customer also experienced high blood glucose and was treated with manual injection. Customer declined for troubleshooting of high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.